Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw boot on the vasoview hemopro endoscopic vessel harvesting system fell off inside the pt's leg. The piece was retrieved through the original incision with no other pt effects reported. The same unit was used to complete the procedure. The product was returned. It was reported that the lot number would be available from the packaging upon product return, however, there was no lot number on the packaging or inside the box when opened.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that the hot jaw was burnt and somewhat charred, and the silicon around the lower half of the cold jaw was detached and not received. There was some evidence of blood on the device. Based upon the visual observations, the reported complaint "jaw boot fell off" was confirmed. A lot history record review could not be completed since the lot number could not be obtained. A supplemental report will be submitted if additional info is obtained. (B)(4).